Event description:
It was reported that the insulin pump had physical damage. Customer stated there was a crack in the battery compartment area. Customer's blood glucose was 86 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Cracked battery tube threads, minor scratches to lcd window, cracked lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.